Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the triathlon anterior cutting guide screw on the medial side, (if guide setup for left knee) stripped out during a total knee and would not turn either way. The guide was removed from the sterile field and a new triathlon instrument tray was opened to retrieve the anterior guide. It was used and there was no further incident and the outcome of the surgery was good as stated by the physician."